Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented with chest pain and discomfort. Rv lead threshold increased and failed to capture at max output. Patient was admitted to the hospital. Micro perforation was suspected to the cause of threshold increase. Subsequently, lead was repositioned and remains in service. No additional adverse patient effects were reported.